Event description:
Customer reported the system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and could not reproduce the reported problem. System operates as intended.